Event description:
It was reported that "staples were found jamming during use on the patient." The issue was discovered during examinations and functional tests conducted before the patient was treated.

Manufacturer narrative:
(B)(4).